Manufacturer narrative:
The instrument was received for evaluation; the complaint was confirmed. Visual inspection revealed a broken tip. Function test could not be conducted due to device damage. Device history record review revealed nothing relevant to this event. Based on the information provided and device eval, the most likely cause of this type of event is application of excessive force while grasping and manipulating suture or application of excessive leveraging forces. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that the tip of the device broke off during a shoulder procedure. A small portion of the tip broke off in the patient's bone. The surgeon did not attempt to retrieve the tip due to how small it was and the location was too deep in bone; she reported that she did not want to cause damage to patient's bone by retrieving the tip. A back-up device was used; the surgery was completed successfully. No further patient information was provided at the time of this report or in follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.